Event description:
It was reported by service report that the bed exit/scale were not working on the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion - parts have been ordered and the repair will be completed once the parts are received.